Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, a supply bag fell and became disconnected from the supply line of the homechoice set during therapy due to the table being too small. The home pt then reconnected the fallen supply bag to the supply line of the homechoice set. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's spouse.